Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and an alarm log review were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-38 alarm. Visual inspection revealed that the force sensing resistors (fsrs) were damaged. The cause of the f-38 alarm was determined to be the damaged fsrs. To correct the condition, the fsrs were replaced. The pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.